Manufacturer narrative:
Device available for eval yes, returned to manufacturer on: 02-mar-2022. Investigation summary: one sample (model #2420-0007) was returned by the customer. It was reported that the tubing ballooned. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module ((B)(4)) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0007 lot number 21125444 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the tubing ballooned while using the bd alaris¿ pump module smartsite¿ infusion set. There was no report of patient impact. The following information was provided by the initial reporter: the IV tubing developed a bubble or "balloon" of saline proximal to the portion that clips into the pump.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing ballooned while using the bd alaris¿ pump module smartsite¿ infusion set. There was no report of patient impact. The following information was provided by the initial reporter: the IV tubing developed a bubble or "balloon" of saline proximal to the portion that clips into the pump.